Event description:
The customer reported that, after a power surge, the system would no longer boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced. The system was then found to be operating as intended.